Manufacturer narrative:
Vyaire reference number: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigations: the vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was found to be a solenoid failure, resulting in the auto-zero solenoids to be slow to respond.

Event description:
The customer reported that their vela ventilator is having "vent inop", "transducer fault", "motor fault", low pip" and "low ve" alarms. The customer reported that sometimes the "vent inop" alarm occurs immediately after the ventilator is powered up and it disappears once the ventilator is restarted. The customer reported that there was no patient involvement.